Event description:
Device #3 issue: needle-to-cuff miss. Time of device issue: during pre-closure technique. Adverse event: failure to achieve hemostasis and surgical intervention. It was reported that a physician trained in the use of the proglide device attempted a preclose suture placement technique in an unspecified vessel prior to an interventional procedure. The proglide devices were placed with the preclose technique for a percutaneous aaa procedure (off label use). Reportedly, the first proglide was placed successfully; however, a cuff miss occurred with the second proglide device. The second proglide device was removed and a third proglide device was placed with the same results in the preclose suture placement technique. The third proglide device was removed and fourth proglide device was placed successfully in the preclose suture placement technique. Reportedly, there was no calcium present and the pt was slightly overweight. The pt eventually required a cut down to repair the access site. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4). Off label use. (B) (4). Device # 2: part # 12673-05, lot# 81044-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.